Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis summary: analysis confirmed the reported connector issue. The top was broken off the output connector, and the rest of the connector was inside the device. A cable could not be attached to the connector. It was further noted the upper and lower case halves and both bail covers were broken. Both the ring cover and battery drawer o-ring were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing.

Event description:
It was reported that external pulse generator (epg) cable connection was spotty and unable to function well. The epg was returned for service. No patient complications have been reported as a result of this event.